Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg pocket revision surgery on (B)(6) 2019 (reference manufacturer report number 1627487-2019-07523), the physician accidentally pulled out the s2 lead. As a result, patient was implanted with a new lead. Effective therapy was restored postoperatively.